Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the helix of the lead became extrinsically fractured due to pulling/stretching/overstress. The distal lv(low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged after placement difficulty of lead. It was reported that the lead would not engage the tissue when it appeared to be fixated. Upon removal of the lead, the helix was noted to be stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.